Manufacturer narrative:
Currently, it is unknown to what extent the device #2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the meshes." A reason for explant is not identified and medical records were not provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex st (device #2). An additional emdr was submitted to represent the bard ventralex st (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. Two bard/davol ventralex st hernia patch meshes, lot numbers huwc0760 (device #1) and huwa1777 (device #2) were implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the meshes. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. Two bard/davol ventralex st hernia patch meshes, lot numbers huwc0760 (device #1) and huwa1777 (device #2) were implanted to repair the hernia defect. On (b)(60 2017: the patient underwent an additional surgery to repair the hernia defect and remove the meshes. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2012- patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralex st meshes (device #1 & #2). Per operative notes, ¿copious amount of omental adhesions to the previously placed mesh were taken down and noted to be intact and some laxity noted in the mid portion of the mesh with no defects. Defects found at the superior and inferior aspect of the mesh corresponding to the epigastric and umbilical region. These were paired with ventralex meshes (device #1 & #2). Stay sutures were placed and secured with absorbable sorbafix enhanced fixation.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo (device #4 & #5). Per operative notes, ¿lysis of adhesions performed around the old non-bard synthetic (ultrapro mesh) mesh and ventralex st meshes (device #1 & #2) and were removed. Multiple defects were noted and therefore largest ventralight st w/ echo (device #4) and an additional small ventralight st w/ echo (device #5) placed at the inferior aspect of the defects and secured in place with screw shaft, the balloon positioning system was removed. The same procedure done with the larger piece of the mesh; additional tacks were placed.¿ on (B)(6) 2017 - patient was diagnosed with left lower quadrant abdominal pain. On (B)(6) 2017 - patient still having abdominal discomfort. On (B)(6) 2017 - during follow-up visit patient was diagnosed with abdominal pain. Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It is also alleged that the patient underwent additional surgery to repair the hernia and remove the mesh and had permanent and severe scarring and disfigurement.

Manufacturer narrative:
Currently, it is unknown to what extent the device #2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the meshes." A reason for explant is not identified and medical records were not provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about years 10 months post implant of ventralex st, patient was diagnosed with adhesions, pain, inflammation and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain, adhesions and inflammation as possible complications. Updated fields. This supplemental emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.